Manufacturer narrative:
A follow up report will be submitted once the investigation is complete. Patient info has been requested.

Event description:
The customer reported an inaccurate time at the central station and a patient death.

Manufacturer narrative:
The field service engineer (fse), was paged to contact the customer. Per the sap notes, the fse set the time and upgraded the customer to software revision b.02.13. The software upgrade performed was not specific to the reported issue, but as a customer satisfaction action. Several attempts were made to obtain additional information, however, there was no response. The cause of the reported issue is unknown, however, it will be considered a malfunction.